Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.